Event description:
It was reported that the 9800 system would not fluoro during a case. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The filter was cleaned and the image processor was reseated during the service call. The system was tested and found to be working as intended, and put back into service.